Event description:
As reported by the user facility: facility nurse indicated that b braun pump was not titrating according to settings. A pump come down from the ICU stating "patienthad labile blood pressure where there needed to have levophed titrated. The braun pump was not titrating according to settings. Writer and charge nurse inspected lines and settings to ensure correct dosing programmed. Patients blood pressure would decrease and increase at a slow and fast rate. Levophed was changed to a different pump where dosing of medication was appropriate.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400576028. The product involved in the reported incident was not returned to one of our b. Braun facilities, however a review of the logs was performed and the review indicated that the reported issue was not confirm. Results of the lof review are as follow: log review shows on 10/27/2022 and 12:59am an infusion start of 4.32ml/hr and 266ml (dl: nore06; patient weight 144kg; concentrate 0.06mg/ml; dose rate 0.03mcg/kg/min). At 1:07am with a volume infused to 0.6ml, dose rate was changed to 0.08mcg/kg/min. Then the following 29 rate changes (left to right in mcg/kg/min) took place between 1:08am and 2:27am for a total volume infused of 11.32ml and no further infusions taking place: 0.1 0.2 0.1 0.081 0.08 0.035 0.04 0.06 0.1 0.2 0.1 0.071 0.07 0.03 0.01 0.02 0.005* 0.03 0.13 0.23 0.13 0.33 0.23 0.43** 0.23 0.13 0.03 0.15 0.25 note: 0.005mcg/kg/min was accepted with doseguard overruled. Note: 0.43mcg/kg/min was accepted with doseguard overruled.